Event description:
Event was determined to be reportable based on analysis completed on 11/19/2009. It was reported that prior to an ablation procedure, pressure leak was noted. The day before a scheduled rotablator ablation procedure, the rotablator console was checked and a pressure leak was noted. The device had no contact with the pt. Returned device analysis revealed erratic rotational speed adjustment.

Manufacturer narrative:
This console was tested using a rotalink 1.75mm burr. The rotational speed in dynaglide mode was set at 73 krpm; the turbine mode speed was set at 180 krpm and 190 krpm; the maximum turbine rotational speed reached was 206 krpm. The speeds are typical operational speeds but no gas/air leaks were observed during testing. Further analysis revealed a defective proportional valve. Initially, the console appeared to function properly, but during testing, the turbine and dynaglide modes started having problems maintaining rotational speed. The turbine speed was set to 190 krpm, but would arbitrarily jump to the maximum speed when the foot pedal was toggled. In dynaglide mode, the rotational speed would exhibit a wide degree of fluctuation, accompanied by a stuttering sound. These are typical symptoms of a failing proportional valve. A secondary finding was that the regulator setting was set below the specified range. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B) (4).